Event description:
The customer reported the loss of a diagnostic live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connectors for the display adapter pcb were evaluated, reconnected and reinforced with contact reinforcing agent. The sys was tested and found to be working as intended and returned to svc.